Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown hernia repair procedure on an unknown date and mesh was implanted. It was reported that the patient underwent another surgical procedure to replace the mesh for unknown reasons. No additional information is available.